Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump was returned with the rubber cover detached from the keypad. All of the keypad buttons were intermittently responding. Contamination was found under the all of the keypad button contacts. Unrelated to the initial allegation, the display screen was dim and discolored. The cartridge cap was damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the keypad was damaged and all of the buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.